Event description:
Related manufacturer reference number: 2017865-2023-00679 and 2017865-2023-00683. It was reported the patient presented in clinic. Upon examination, it was observed the patient had developed an infection. The entire pacemaker system was explanted without issue. The patient was stable and recovering.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.